Manufacturer narrative:
The system was not replaced as the patient's condition has improved and no longer is in need of pacing therapy. The ra lead will be returned for laboratory analysis. No additional information is available. Once the lead has been returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection noted that the helix was extended and extremely stretched. In addition there was blood infiltration in the helix mechanism and up through the lumen. Due to the infiltration, the helix would not retract when tested. Inspection also noted there were cuts in the insulation approximately 464 to 466 mm from the terminal pin and the suture sleeve was cut. Due to the cuts in the insulation, analysis to test the insulation integrity was not performed. However, resistance testing was completed to assess lead electrical performance. Measurements on both the cathode and anode were within normal limits, indicating that the lead conductor was not fractured. Laboratory testing was unable to reproduce the reported clinical observations that resulted from twiddler's syndrome, including that the lead had fractured. Analysis determined that the lead was electrically continuous.

Event description:
The lead was returned.

Event description:
Boston scientific crm received information that during a patient follow up, it was discovered that this right atrial (ra) lead presented with loss of capture and the patient had complained of diaphragm stimulation. In addition, this patient was exhibiting twiddler's syndrome behavior. A system revision was performed and it was noted that the ra lead had insulation damage, with a possible fracture, at the connector site. No adverse patient effects were reported.